Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pads and alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire from the trunk cable connecting to the ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was experiencing adjust belt and alarms.